Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was not holding a button down for 3 minutes or greater. Customer's blood glucose was 110 mg/dl. It was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer declined to have a loaner pump sent. Customer is at (B)(6) and stated that she will call back when she gets to her hotel.

Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with a cracked case at the display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and a minor scratched display window.